Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device lost time and dates, and displayed system fault 3 times, 41622, and error code 1003. There was unknown patient involvement, and unknown signs or symptoms experienced.

Manufacturer narrative:
Corrected: d3 manufacturing plant address, state, and zip code. One device was returned for analysis. Visual inspection found contamination. Review of the event history log (ehl) showed error code 41622 1003 found multiple times. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was due to a contamination on motor assembly. The unit will be repaired. The service history review had no indication that the complaint was related to a service of the device within the review period.